Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that the leg on an iw950aek cosycot infant warmer was cracked. This was discovered before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the base of an iw950aek cosycot infant warmer was returned to fisher & paykel healthcare ('fph') office in (B)(4) was visually inspected for cracked leg. Our analysis is based on the information provided by the hospital in addition to the photographs and inspection report from fph (B)(4) office. Results: photographs of the returned cosycot base indicate a noticeable crack in the stiffening rib area of the rear left leg. The hospital reported that the cosycot unit was initially loaded with ups but was removed 4 years ago. It was further reported that the cosycot unit is transported daily at a distance of between 20-30 metres a week. Conclusion: cracks to the rear leg base region of the cosycot infant warmer are known to occur when it has been overloaded; however, this could not be confirmed based on the information provided by the hospital. Total weight of the device, including accessories and pt, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. The maximum weight limit is specified in both the technical manual and the operating manual of the infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked bases, a warning is provided in the form of a "115kg max weight" label applied to the column of the infant warmer.